Manufacturer narrative:
H3: analysis of the pipeline flex embolization device (lot no. B132872) found that the pushwire was missing and not returned. The proximal bumper, re-sheathing marker, re-sheathing pad, dps sleeves and tip coil were found to be missing and not returned. Due to the condition in which the pipeline braid was returned, the proximal and distal ends were unable to be determined. Braid end 1 was found to be opened and frayed. Braid end 2 was found to be collapsed and frayed. No other damages or anomalies were found with the device. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was confirmed as a braid end of the pipeline flex braid was found to be collapsed. It is likely the failure to open is the result of vessel tortuosity or re-sheathing the device more than the recommended two times. H6: method code updated to b19. Result code updated to c070601. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the pipeline was positioned in a bend when the failure to open occurred.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline that failed to open at the distal end and then became stuck in the microcatheter during retrieval. The patient was undergoing a procedure for flow diversion treatment of an unruptured saccular aneurysm of an internal carotid artery (ica). The aneurysm max diameter was 16mm and the neck diameter was 8mm. Vessel tortuosity was normal. It was reported that all devices were prepared as indicated in the instructions for use (IFU). When the pipeline was less than 50% d eployed, the distal end failed to open. The device was resheathed more than 2 times but opening failed. No other additional steps or devices were tried to open the pipeline. Finally, the physician resheathed the pipeline to remove the system with the microcatheter but when the delivery system was retrieved, it was found that the pipeline had dislodged. The phenom catheter was cut open to make sure the pipeline hadn't been left in the patient and it was confirmed that the pipeline was within the phenom microcatheter. A competitor's product was then used to complete the procedure. There were no patient symptoms or complications associated with the event.